Event description:
It was reported that during an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026, the vlp spontaneously released from the delivery catheter (dc) during a deflection test. The vlp was fixated and physician elected to keep it implanted. Fluoroscopy was performed outside the body and revealed the tethers of the dc would not align. The patient was stable throughout the procedure.